Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the customer's blood glucose (bg) level was 380 mg/dl with moderate ketones, which was addressed with manual injections. It was indicated that the customer was able to load a cartridge successfully. During a follow up call, it was confirmed that the customer's bg level returned to target range.